Event description:
In a laparoscopic rectum resection procedure, after a stapler had been brought into firing range via an idrivec, the device could not be fired. The device could not be removed from the tissue by pressing the open button of the idrivec, so consequently the device had to be excised from the patient. The procedure was completed by means of another drive.

Manufacturer narrative:
The idrivec and stapler were both visually examined and functionally tested. The idrivec had no damage, and functioned according to specifications. The device had some physical damage, but the damage would not have prevented the device from being fired. In fact, in the course of the investigation the device successfully deployed staples and transected the test medium. The root cause of the damge to the device and of the alleged failure of the idrivec to open or close could not be ascertained. Evaluation summary: device fired without incident, however, there were some staples stuck in the staple housing. Idrivec calibrated normally, opened fully, closed for firing range and fired acceptable staples into 3 layers of 1/16 uline foam. The firing sequence completed, the staples were properly formed and knife transected fully.